Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red spot from garment rubbing.there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended the patient call zoll to request a refit. Outcome of the irritation is unknown.